Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via clinical study. At the time of the event the device delivered morphine 35 mg/ml at a dose of 23.973 mg per day, baclofen 80 mcg/ml at a dose of 54.796 mcg per day and clonidine 250 mcg/ml at a dose of 171.24 mcg per day. The pump's implant date was also confirmed. No further information was provided.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. It was noted the site did not know the location of the pump prior to implant.

Event description:
Information was received from a healthcare professional via product surveillance registry regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain and rsd/causalgia-complex regional pain syndrome. Information indicated that the pump was implanted past its use by date. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.